Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that a hcu30 device was used during an arch replacement procedure. The device water temperature was set to 20 degrees centigrade, then changed to 37 degrees centigrade for the procedure. After a while, an alarm with error code number 1004-2 was created. The device performed normally when re-booted, but an alarm was generated. The error was repeated three times and the device was re-booted three times. The procedure was completed successfully with no patient injury reported. Reference: (B)(4).